Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+3.0/100 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault, glare/haloes, blurred vision, pain, and "no comfort for near and middle vision." The problem is resolved.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic deformed and the haptic broken/bent/deformed. (B)(4).